Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leads were difficult to place. It was noted that the helix did not penetrate correctly in the heart. The leads were not used, different leads were implanted. No patient complications have been reported as a result of this event.